Manufacturer narrative:
The insulin pump had no unexpected motor error alarm or excesses no delivery alarms noted during testing. The drive support disk was inspected and no anomaly was noted. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Motor was tested outside of the unit and passed. Unit had minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels, motor error alarm, loose drive support cap and no delivery alarm on the insulin pump. Customer's blood glucose level was 442 mg/dl. Troubleshooting for motor error alarm was performed. Customer advised the drive support cap was loose. Customer declined to troubleshoot high blood glucose because they believe no delivery and motor error alarm resulted in high blood glucose. Troubleshooting for no delivery was performed. Customer advised the insulin did exit however the device alarmed no delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.